Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the the cs300 intra-aortic balloon pump (iabp) machine is displaying an alarm massage " electrical test fail code: 52" .there was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6( health effect - clinical, type of investigation, investigation findings, component, investigation conclusions),h11. A getinge field service engineer(fse) checked the machine and found electrical test fail #52 further check with other drive transducer but the problem remained the same so he needed a main board to check the machine further. Later fse replaced the main board then checked the machine and found machine is working well. System test passed. All pneumatic tests are passed. All functions and parameter are working properly. He ran the machine on system trainer and handed over the machine to user for clinical use.